Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomaly, unexpected battery power loss anomaly and no delivery alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was turned off without noticing low battery warning. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump rewind process was longer, noticeable noise during the rewind, had experienced random no delivery alarms. The insulin pump will not be returned for analysis.